Manufacturer narrative:
Manufacturer's investigation conclusion: no device issues with the heartmate 3 left ventricular assist system (lvas) were reported or identified through this evaluation. The patient underwent a right heart catheterization (rhc) with recalibration of a cardiomems sensor on 16aug2023. The rhc was primarily performed to check the patient¿s left ventricular assist device. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The lot/serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The patient appears to remain ongoing on the heartmate 3 lvas. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a right heart catheter (rhc) and recalibration were performed on (B)(6) 2023. The primary reason for the rhc was to check the patient's lvad.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.